Event description:
Per the surgeon's report, an x-ray shows that the electrode array of this patient's device is not in the cochlea. The surgeon will perform explantation/reimplantation surgery in 2007.

Manufacturer narrative:
This is a final report.